Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective phenomenon in the power supply unit, clv lamp goes out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reoccurrence of error code e102 (clv lamp goes out) happened as a result of measuring the voltage when the error occurred, we confirmed that the voltage dropped to about half in about a minute and switched to the emergency light. Since the phenomenon was reproduced even with our equipment by replacing the power supply unit, we presume that the indicated phenomenon occurred due to a defective phenomenon in the power supply unit. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. The event can be detected by following the instructions for use which state: if you notice anything wrong with this device, do not use it on patients. Not only will it not function properly, but there is also a risk of damage to the device, electric shock, or burns. Abnormality description: the emergency light and emergency light indicator are lit. Cause: the lighting lamp is broken. Solution: replace the lighting lamp according to ¿chapter 6: replacing the lighting lamp¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - full address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had error e102. The issue was found during setting up the device. There were no reports of patient harm.